Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. A66679) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included heart attack, stress, anxiety, neck pain, joint range of motion decreased, malaise and vaginal discharge. On (B)(6)2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain") and menometrorrhagia ("irregular menstruation cycles with heavy menstrual bleeding"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), migraine ("migraine headaches"), allergy to metals ("later developed symptoms consistent with nickel allergy") with pruritus and dysgeusia, fatigue ("fatigue."), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vulvovaginal rash ("rashes or skin conditions type: vaginal area") and headache ("headaches,"). At the time of the report, the pelvic pain, abdominal pain, back pain, menometrorrhagia, migraine and allergy to metals had not resolved and the genital haemorrhage, fatigue, vaginal haemorrhage, menorrhagia, vulvovaginal rash and headache outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, fatigue, genital haemorrhage, headache, menometrorrhagia, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vulvovaginal rash to be related to essure. The reporter commented: plaintiff continues to suffer from and treat complications resulting from the implantation of essure coils. Insertion details: procedure was performed and patient tolerated procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6)2013: coils in proper position dye test- 3 months after the essure. Results: successful blockage of tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2018: quality safety evaluation of ptc(product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. A66679) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included heart attack, stress, anxiety, neck pain, joint range of motion decreased, malaise and vaginal discharge. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain") and menometrorrhagia ("irregular menstruation cycles with heavy menstrual bleeding"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), migraine ("migraine headaches"), allergy to metals ("later developed symptoms consistent with nickel allergy") with pruritus and dysgeusia, fatigue ("fatigue."), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vulvovaginal rash ("rashes or skin conditions type: vaginal area") and headache ("headaches,"). At the time of the report, the pelvic pain, abdominal pain, back pain, menometrorrhagia, migraine and allergy to metals had not resolved and the genital haemorrhage, fatigue, vaginal haemorrhage, menorrhagia, vulvovaginal rash and headache outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, fatigue, genital haemorrhage, headache, menometrorrhagia, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vulvovaginal rash to be related to essure. The reporter commented: plaintiff continues to suffer from and treat complications resulting from the implantation of essure coils. Insertion details: procedure was performed and patient tolerated procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in july 2013: coils in proper position dye test- 3 months after the essure results: successful blockage of tubes. Most recent follow-up information incorporated above includes: on 1-mar-2018: pfs received: new events: vaginal haemorrhage, menorrhagia, vulvovaginal rash, headache, fatigue were added. Reporter, patient demographic information updated. Product lot number added. Processed with fu2 on 1-mar-2018: pfs+mr received: new event: genital haemorrhage added. Reporter, other relevant history updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding") in a 31-year-old female patient who had essure (batch no. A66679) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included heart attack (ablation to heart), stress, anxiety, neck pain, joint range of motion decreased, malaise, vaginal discharge, cardiac arrest since 2016, anemia, asthma, gallbladder removal, weight loss and cholecystitis since 2012. Concomitant products included alprazolam (xanax), amiloride hydrochloride;hydrochlorothiazide (amilostad hydrochlorthiazide), caffeine;magnesium salicylate (diurex water pills) since 2005, carvedilol (coreg), colecalciferol (vitamin d 3), duloxetine hydrochloride (cymbalta), ergocalciferol (drisdol), famotidine, ferrous sulfate, fluticasone since 2018, hydrochlorothiazide since (B)(6) 2017, iron, polymyxin b sulfate;trimethoprim (polytrim), temazepam (restoril), tizanidine hydrochloride (zanaflex) and tramadol. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain"), migraine ("migraine headaches"), fatigue ("fatigue."), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / uses 30 pads in a period of 2 weeks at times"), vulvovaginal rash ("rashes or skin conditions type: vaginal area / rashes or skin conditions type: vaginal rashes"), headache ("headaches,"), dysmenorrhoea ("dysmenorrhea (cramping)") and furuncle ("rashes or skin conditions type: boils right before menstrual cycle begins"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain") and menometrorrhagia ("irregular menstruation cycles with heavy menstrual bleeding"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and allergy to metals ("later developed symptoms consistent with nickel allergy") with pruritus and dysgeusia. The patient was treated with topiramate and trazodone hydrochloride (trazadol). Essure treatment was not changed. At the time of the report, the pelvic pain, abdominal pain, back pain, menometrorrhagia, migraine and allergy to metals had not resolved and the genital haemorrhage, fatigue, vaginal haemorrhage, menorrhagia, vulvovaginal rash, headache, dysmenorrhoea and furuncle outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, dysmenorrhoea, fatigue, furuncle, genital haemorrhage, headache, menometrorrhagia, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vulvovaginal rash to be related to essure. No further causality assessment were provided for the product. The reporter commented: plaintiff continues to suffer from and treat complications resulting from the implantation of essure coils. Insertion details: procedure was performed and patient tolerated procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: results: total bilateral occlusion; on (B)(6) 2013: total bilateral occlusion. Diagnostic results: dye test- 3 months after the essure results: successful blockage of tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-mar-2019: plaintiff fact sheet received. Events added from pfs- rashes or skin conditions type: boils right before menstrual cycle begins. Lab data, treatment drug, concomitant drug were added. Onset date of event were updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. A66679) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included heart attack, stress, anxiety, neck pain, joint range of motion decreased, malaise and vaginal discharge. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), menometrorrhagia ("irregular menstruation cycles with heavy menstrual bleeding"), migraine ("migraine headaches"), fatigue ("fatigue."), vulvovaginal rash ("rashes or skin conditions type: vaginal area") and headache ("headaches,"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), allergy to metals ("later developed symptoms consistent with nickel allergy") with pruritus and dysgeusia and dysmenorrhoea ("dysmenorrhea (cramping)"). At the time of the report, the pelvic pain, abdominal pain, back pain, menometrorrhagia, migraine and allergy to metals had not resolved and the genital haemorrhage, fatigue, vaginal haemorrhage, menorrhagia, vulvovaginal rash, headache and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, dysmenorrhoea, fatigue, genital haemorrhage, headache, menometrorrhagia, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vulvovaginal rash to be related to essure. The reporter commented: plaintiff continues to suffer from and treat complications resulting from the implantation of essure coils. Insertion details: procedure was performed and patient tolerated procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Dye test- 3 months after the essure. Results: successful blockage of tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2018: pfs received. Event " dysmenorrhea" was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: unconfirmed quality defect - but plausible. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality detect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no r1eddra llt can be provided. Most recent follow-up information incorporated above includes: on 15-feb-2017: final ptc investigation result received. Company causality comment: this spontaneous report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and began to experience pelvic pain. The plaintiff continued to seek medical treatment for the events. Pelvic pain, considered serious due to medical significance, is anticipated according to the reference safety information of essure. This report provided limited information, however, as pelvic pain can occur during the use of essure and no alternative explanations were reported, a causality of the essure micro-inserts cannot be excluded (related). Additional non-serious events were also reported, including nickel allergy. The case was classified as incident because of prolonged medical intervention. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information is expected only through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient started essure. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), abdominal pain ("abdominal pain"), back pain ("back pain") and menometrorrhagia ("irregular menstruation cycles with heavy menstrual bleeding"). On an unknown date, the patient experienced migraine ("migraine headaches") and allergy to metals ("later developed symptoms consistent with nickel allergy") with pruritus and dysgeusia. At the time of the report, the pelvic pain, abdominal pain, back pain, menometrorrhagia, migraine and allergy to metals had not resolved. The reporter considered pelvic pain, abdominal pain, back pain, menometrorrhagia, migraine and allergy to metals to be related to essure. The reporter commented: plaintiff continues to suffer from and treat complications resulting from the implantation of essure coils. Diagnostic results (normal ranges are provided in parenthesis if available): in (B)(6) 2013: hysterosalpingogram result was coils in proper position. Company causality comment: this spontaneous report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and began to experience pelvic pain. The plaintiff continued to seek medical treatment for the events. Pelvic pain, considered serious due to medical significance, is anticipated according to the reference safety information of essure. This report provided limited information, however, as pelvic pain can occur during the use of essure and no alternative explanations were reported, a causality of the essure micro-inserts cannot be excluded (related). Additional non-serious events were also reported, including nickel allergy. The case was classified as incident because of prolonged medical intervention. A product technical analysis is awaited. Further information is expected only through the litigation process.